Manufacturer narrative:
H3 product analysis (B)(4): led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Continuation of d10: product ID wr9230. Serial# (B)(6): product type recharger product ID cd9000. Serial# (B)(6): product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulator cannot be charged using the wireless recharger. When checking the charging status of the recharger, it was placed on the dock station, and all three indicator lights flashed in a wavy pattern. When removed from the dock station, the power light turned on, and the indicator lights flashed in a wavy pattern. The power button was pressed and held down to reset recharger, but the situation did not change. No patient complications were reported as a result of this event. Additional information was received from the rep. A replacement was provided to resolve the issue.